Manufacturer narrative:
(B)(4). The customer reported that upon power on the device displayed error code 10003 with the message/instruction to cycle power. There was no pt involvement. The local philips representative confirmed this condition and resolved the issue by reformatting the external data (memory) card which clears this memory card capacity related issue.

Event description:
The customer reported that upon power on the device displayed error code 10003 with the message/instruction to cycle power.